Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead capture threshold had increased. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Event description:
Additional information: there was also noise discovered on the lead when the patient presented to clinic and isometric tests were performed.